Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported the physician wanted to stent the external iliac artery. The physician stated that the sheath was advanced to the top of the common iliac artery. The sheath was not covering the target lesion site; however, no stenotic region was noted in the common iliac artery (cia). When the stent was pushed up and over - the balloon was inflated at the external iliac artery (eia) site and it was noticed that the stent was no longer on the balloon. When screening to find the stent, it was located unsecured in the cia. They retrieved the stent successfully. The physician then had to use a second product and successfully deployed the stent in the stenosis in the eia as planned.